Manufacturer narrative:
Additional information was received that the reason for injection was for neck pain. The cause of the patient¿s symptoms was unknown. It was believed that the symptoms were not device or procedure related.

Event description:
A report was received that a patient was experiencing blurring of vision, headaches, neck pain, dizziness and felt foggy after a lead pull. The physician believed that the patient's symptoms were unrelated to the trial. The patient was administered an injection.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that a patient was experiencing blurring of vision, headaches, neck pain, dizziness and felt foggy after a lead pull. The physician believed that the patient's symptoms were unrelated to the trial. The patient was administered an injection.

Event description:
A report was received that a patient was experiencing blurring of vision, headaches, neck pain, dizziness and felt foggy after a lead pull. The physician believed that the patient's symptoms were unrelated to the trial. The patient was administered an injection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a patient was experiencing blurring of vision, headaches, neck pain, dizziness and felt foggy after a lead pull. The physician believed that the patient's symptoms were unrelated to the trial. The patient was administered an injection.